Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 507652, implantable pacing lead; implant: (B)(6) 2006. Model: 419478, implantable pacing lead; implant: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and indicated a lead impedance out of range alert.

Event description:
It was reported that a high impedance alert and oversensing on the right ventricular (rv) lead prompted concerns of a possible rv lead fracture. During the lead replacement procedure the physician noticed a break in the left ventricular (lv) lead insulation. Both the rv and lv leads were explanted and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.